Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical service provided processing information to the customer. Platelets contain a high ast activity, which may result in falsely elevated ast results. The customer is using the vitros 51, and the vitros IFU states that this situation may occur. It was also suggested that the customer contact the vitros manufacturer for recommendations. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that aspartate aminotransferase (ast) count in the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube was observed to be high during use, and the tube was respun on the vitzro 51 with normal results showing afterward. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the ast's are high so they had to respin and the ast's were fine." The customer is using the vitros 51.